Event description:
It was reported that this inflatable penile prosthesis (ipp) was removed and replaced due to a fluid loss which source and location was unknown. It was said that the device stopped working approximately two months before the replacement surgery. There were no patient complications reported.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.